Event description:
Per importer's MDR: (B)(6) 2012- (B)(6) - it was reported by the facility staff that the in08ahanfr mechanical wheelchair front left caster screws were coming off. There was no patient injury reported.